Manufacturer narrative:
Concomitant medical products: d224vrc ICD, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had an alert triggered for high/undefined superior vena cava (svc) impedance. Follow up was conducted to no avail. The lead is still in use. No patient complications have been reported as a result of this event.